Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the device, but the type of the material could not be identified. It is likely that a leakage from the endoscope and electrical connector may have resulted in improper reprocessing, hindering foreign material from being removed. However, a definitive root cause for why the foreign material remained on the device was not determined. Additionally, a root cause to why there was a burn on the plastic distal end cover was not determined. It is possible that high energy endo-therapy accessories (such as lasers) were used without maintaining enough distance from the tip of the endoscope. The event can be detected/prevented by following the instructions for use which state: instructions operation manual for gif-q180 series chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ instructions operation manual for gif-q180 series chapter 4, ¿operation¿ section 4.2, ¿using endo therapy accessories." Instructions for evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ describes how to detect them. Instructions for evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the plastic distal end cover had a burn and foreign objects were on the nozzle and the adhesive of the object lens, adhesive of the light guide lens and adhesive of the bending section cover. There were no reports of patient involvement.